Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was unknown. The customer was explained why air bubbles might occur and what to do to prevent gassing out. The customer insulin pump is not available at time of call. Customer will back when pump and patient where available to do troubleshooting.